Event description:
It was reported that the patient had the first stage resection with antibiotic device due to infection. Everything came out including a symmetric patella and she will go back in one week with a competitor system.

Manufacturer narrative:
The following devices were also listed in this report: device name: cat# lot# gmrs dist fem comp sml l 65mm 64952010 tas6b gmrs extension piece 50mm 64956050 p472d 14mm press fit bowed stem 150 6495-5-214 250981d gmrs small femoral bushing 64952105 llh078 gmrs small femoral bushing 64952105 lne116 gmrs small axle 64952115 ctd111840 mrhk tibial sleeve 64812140 llh114 mrh tib rot comp xs-xl 64812100 211523 mrhk bumper insert 3 degrees 64812133 lmn053 mrh tibial b/plt keel sml 2 64813111 yyr4t tri cemented stem 12mmx50mm 5560-s-112 0115838j it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar event for the lot & sterile lot referenced. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.